Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor initially failed to pair with the ilet despite the transmitter being correctly entered and functioning in the dexcom app; the user restarted the ilet, waited, and the cgm subsequently connected, with blood glucose reported at 171 mg/dl and unaffected. Symptoms included no adverse clinical effects. Outcomes included no injury, no need for medical intervention, and no hospitalization. Investigation included telephone troubleshooting and user education, including device restart and confirmation of proper transmitter entry. Investigation of this case revealed a temporary connectivity pairing delay between the cgm and the ilet that resolved after restart and wait time, with no device alarms reported and no hardware component replacement indicated. It was concluded, based on previously established findings for similar reports, that the cause was intermittent communication or software pairing latency that resolved with standard troubleshooting.